Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient's therapy was not helping for what it was implanted for. The patient stated that the stimulation bothers them and causes dizziness/vertigo. The patient's hcp wanted to schedule a meeting with a rep for programming and to check the device. Follow-up was conducted. No further complications were reported. Additional information was reported that the cause of the patient's symptoms was due to the ins being broken, it has a fracture. The patient reported that he needs the device removed. The issue has not been resolved because of issues with the patient's insurance. No further information was reported.